Manufacturer narrative:
(B)(4). Date of birth: (B)(6). Medical product: persona partial femur cemented catalog # 42558000502 lot # 63521193; persona partial articular surface catalog # 42528200508 lot # 63649733. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Review of the device history record (DHR) found four scrapped parts in which the non-conformance is unrelated to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2021-01581, 0001825034-2021-01583.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing pain during post-op follow up.